Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the bag broke. No other information provided by the account. Additional information requested but not yet received.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 04/07/2015.